Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caregiver discovered a fluid leak after ending their pd treatment. There were 20 air detected in cassette warnings. The cause of the leak is unknown. The was fluid leaking from the cassette door and in the pump module area. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s pd nurse said there was no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler has not been returned for analysis at this time.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caregiver discovered a fluid leak after ending their pd treatment. There were 20 air detected in cassette warnings. The cause of the leak is unknown. The was fluid leaking from the cassette door and in the pump module area. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s pd nurse said there was no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler has not been returned for analysis at this time.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum test failed. Vacuum display value reads 203mbar indicating fluid is present in hp filters. Patient sensors test passed. Valve actuation test passed. System air leak test passed. Teach pumps check passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks in the test cassette during the test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. Failure traced to visual evidence of a clog in hp2 filter. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.